Manufacturer narrative:
Investigation summary: bd received 1 photo and contaminated customer samples for investigation. The photo was reviewed and no stopper function issues or underfill issues were observed. The returned contaminated samples could not be evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿, stopper pop off and underfill were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿, stopper pop off and underfill were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.